Event description:
Medtronic received information via literature regarding analysis of infective endocarditis risk after pulmonary valve replacement. All data were collected from the german national registry for congenital heart defects between january 1, 2007 and december 31, 2017. The study population included 1170 patients who were predominantly male with a mean age of 11 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 230 were implanted with a medtronic melody transcatheter bioprosthetic valve, and 403 were implanted with a medtronic contegra surgical conduit. No unique device identifier numbers were provided. Among all patients 18 deaths occurred in the study period. One patient implanted with a melody valve was an (B)(6) female that died due to severe complications after infective endocarditis caused by staphylococcus aureus. The time from melody implant to the infective endocarditis diagnosis was not provided. No further details were provided on this death. Based on the available information medtronic product was associated with the death.

Manufacturer narrative:
Citation: stammnitz et al. Title: nationwide registry- based analysis of infective endocarditis risk after pulmonary valve replacement. J am heart assoc. 2022 mar;11(5):e022231. Doi: 10.1161/jaha.121.022231. Epub 2022 feb 18. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.